Event description:
It was reported that an asymptomatic patient presented for follow up one day post implant. The pulse generator exhibited premature elective replacement indicator. Premature elective replacement indicator was cleared. The patient would be monitored.